Event description:
It was reported that the patient presented for an implant procedure. The implantable cardioverter-defibrillator (ICD) was unable to be interrogated by an updated merlin programmer. The device was not used and replaced. There was no loss of device functionality and the patient was in stable condition.